Manufacturer narrative:
The manufacture date of this electrode is november 04, 2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) on (B)(6) 2016. The fcr reported that this electrode was not positioned correctly post-operatively as viewed via x-ray. The patient has been scheduled for electrode reposition. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The electrode was readjusted with the electrode insertion tool. There were no adverse events and the patient was discharged on the same day.

Event description:
Boston scientific received additional information in early-september 2017 that the physician was unable to induce ventricular tachycardia/ventricular fibrillation at the time of the implant procedure in (B)(6) 2016.